Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the printed circuit board (pcb) defib/pacer flex cable was loose. The pcb defib/pacer flex cable will be reseated to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.